Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. The device functionality was bench tested and no anomaly was detected. The cause of the field event remains undetermined.

Event description:
Prior to procedure, the device was interrogated and found in eri. It was noted the ddd stimulation was not functioning properly and the ventricular was not properly paced. The device was programmed back to vvi, and then explanted and replaced. The patient was in stable condition.